Manufacturer narrative:
There was no pt involvement. Product is an instrument and not implantable. The results of the device history record found no discrepancies. Visual examination of the instrument could not be performed since it was not returned. Sales rep. Stated instrument may have been used instrument off-axis. Engineering investigation of similar events found off-axis usage increases likelihood of bent tips.

Event description:
In 2008, the sales representative reported that during a kit inspection, he noted the driver had tips that were worn over use. Additional info received from the sales representative on 17 dec 2008. After correspondence with the sales representative, it was reported that the tips were bent and not that the tips were worn as previously reported. There has been an adverse event with a similar device associated with this malfunction in the past.